Event description:
A report was received from a peritoneal dialysis rn who has reported an event to one of her pts. It has been learned that this tubing set disconnected from the pts catheter during his treatment. As a result of the event, this pt has been treated intraperitoneally with a dose of antibiotic as a prophylactic measure. There is no report of any further ill effect to this pt. The pt is able to continue peritoneal dialysis as ordered. The rn has also reported that she has monitored this pts technique with the tubing set and she stated that his technique is excellent. No sample is available for an evaluation and the lot number is reported as being unk.